Event description:
It was reported that the fiber was not lasing after connected to the console. Several attempts were made, but the problem persisted. A second fiber was opened, but the fiber tip was broken and could not be used. The procedure was completed with a third fiber. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that the fiber was not lasing after connected to the console. Several attempts were made, but the problem persisted. A second fiber was opened, but the fiber tip was broken and could not be used. The procedure was completed with a third fiber. There were no patient complications. This complaint refers to the second fiber.